Event description:
It was reported that the blood parameter monitor (bpm) unit was stable, but the values were drifting up and down. The device was not changed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the user facility's biomedical engineer, this has been an ongoing problem. He was unable to quantify the number of times the reported problem has happened. The complaint could not be duplicated by the quality laboratory technician. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.